Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
The patient complained of withdrawal symptoms. Underdose symptoms were also noted. The doctor attempted aspiration of the catheter to allow for a catheter dye study. They were unable to aspirate the catheter via the catheter access port, so a dye study was not completed. The logs were checked and x-rays were performed. The reservoir was emptied and the volume withdrawn (actual residual volume) matched the printout (expected residual volume). The medication was refilled into the reservoir. The patient required hospitalization. As of the date of the report, the patient¿s status was alive with injury. The medication infused was morphine. A representative later reported that the patient had had flue like symptoms without fever. The patient¿s concentration was changed from 40 mg/ml to 10 mg/ml via a bridge bolus. They were discharged from the hospital, and they had a follow up appointment next friday (date not specified). The next day, a representative reported that the patient was feeling like their old self, and they were very grateful for the care they had received. The pain clinic was to continue to manage their medication.